Manufacturer narrative:
It was reported that the tubing was separating causing a leak. Three unused samples model 10013902, lot 24069361 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. No separations were observed. The customer complaint was unable to be verified. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10013902 lot number 24069361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 10013902. Batch # 24069361. It was reported by customer that the filter disconnected from the point of attachment and caused a chemo spill while connected to the patient. Verbatim: hello, I am writing for a follow up on our previous issue with the faulty filter. Can you tell me if the company has received the filter samples that we sent back in september? We had another incident where the filter was faulty. It disconnected from the point of attachment and caused a chemo spill while connected to the patient. It was a different lot number: lot #(10)24069361. Please let me know if I have to call to submit a new case for this. I would also like to know if there were any findings from the samples sent.

Event description:
It was reported that bd alaris smartsite low sorbing set disconnected the following information was received by the initial reporter with the following. It was reported by customer that the filter disconnected from the point of attachment and caused a chemo spill while connected to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.